Event description:
Catheter was occluded. Attempted placement for cephalic version. The patient is okay, but was very anxious during the procedure and declined a repeat attempt. Will have a cephalic version without epidural anesthesia.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was occluded. The customer returned one snaplock assembly, one epidural catheter, and lidstock. The returned components were received connected together (reference attached files inp1900085278). The returned components were visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed the catheter appears used. Biological material can be seen between the inner coils especially at the distal end. Also, the catheter appears to have been cut at the proximal end. No other defects or anomalies were observed. A dimensional inspection was performed on the returned catheter using a ruler (10171599). The returned catheter extrusion measures approximately 87.1cm. This indicates at least 1.4cm of the extrusion is missing as the specification for the epidural catheter, indicates the proper extrusion length of an epidural catheter is 88.5-91.5 cm per graphic kz-05400-021 rev. 6. A functional flow test was performed on the returned sample per amrq-000017 section 7.8; rev. 8. The returned epidural catheter was inserted from the proximal end into the returned snaplock assembly until it bottomed out and the snaplock assembly was closed. The components were confirmed to be secured by tugging gently. The snaplock assembly was connected to the lab leak tester (ref-002902) and the pressure was increased to 10 psi to establish flow. Only a drip could be seen coming from the distal tip of the catheter. The test was repeated using the returned snaplock assembly and lab inventory epidural catheter. Flow could be established to the distal tip of the catheter, indicating there are no flow issues with the returned snaplock assembly. An attempt was made to thread a lab inventory wire through the epidural catheter from the proximal end. The wire threaded approximately 68.7cm (10171599) from the proximal end of the returned catheter until an occlusion was found. An attempt could not be made to thread a lab inventory wire through the distal tip based on the distal tip being a closed tip multiport. Specifications per graphic kz-05400-021 rev. 6 were reviewed as a part of this complaint investigation. The IFU for this kit, e-17019-109a; rev. 7, was reviewed as a part of this complaint investigation. The IFU cautions the user," do not alter the catheter or any other kit/set component during insertion, use or removal (except as instructed)." A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and the condition of the sample received. The reported complaint of the catheter being occluded was confirmed during functional inspection of the returned sample. The returned epidural catheter was found to be mostly occluded with biological material. Microscopic examination of the returned catheter indicated a heavy presence of biological material between the catheter's inner coils at distal end. An attempt was made to thread a lab inventory wire through the epidural catheter from the proximal end. The wire threaded approximately 68.7cm from the proximal end of the returned catheter until an occlusion was found. An attempt could not be made to thread a lab inventory wire through the distal tip based on the distal tip being a closed tip multiport. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. It is unknown how the catheter was handled prior to and during use. Therefore, the potential cause of this complaint could not be determined. No further action is required at this time.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Catheter was occluded. Attempted placement for cephalic version. The patient is okay, but was very anxious during the procedure and declined a repeat attempt. Will have a cephalic version without epidural anesthesia.